Event description:
It was reported that patient had 2 previous artificial urinary sphincter (aus) surgeries. The reason for the revision was suspected erosion however when scopes in the office he did not have an erosion. The cuff was impending erosion and therefore deactivated. He was revised today and no erosion was present and therefore a 5.5 cm cuff was placed more distally